Manufacturer narrative:
An attached photo shows what appears to be the lens outside the lens case adhered to the lens case base by a clear-liquid. The optic appears to have multiple split/cracks or nick/chips near the center of the lens and along the optic edge. Due to the slight blurriness of the photo we cannot confirm the damage without a physical sample evaluation. The account indicated the use of a qualified associated cartridge and viscoelastic. A monarch handpiece was indicated. Based on our observation of the attached photo, the edge of the lens is nicked/jagged and clinical solution appears to be present on the lens. It is difficult to make a final determination without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation it was noticed that he lens was defective. There was patient contact. The surgery was completed on the same day with a back up lens. Additional information has been requested and received stating that the edges of lens was jagged. The lens was loaded and immediately handed over to the surgeon. There was no harm to the patient.